Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, intermittent irrigation was observed on the catheter even when flow pressure was observed in the tubing. However, the reported high temperature cannot be confirmed based on the video provided. A manufacturing record evaluation was performed for the finished device number lot 31527795l and no internal actions related to the complaint was found during the review. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was an intermittent or low irrigation on the device but not complete occlusion. After use on patient, the first ablation temperature was high, and the problem was found by pulling out the extracorporeal flush. The correct settings were selected on the catheter. The temperature did not reach the cut-off value. The ablation mode was qmode+ and the thresholds were 50, 90w. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 30-sep-2025, the product investigation was completed. (Furthermore, it was also identified on this date that the d11 product receipt date of 8-aug-2025 was mistakenly omitted from the initial report and was updated on this supplemental report). It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was an intermittent or low irrigation on the device but not complete occlusion. After use on patient, the first ablation temperature was high, and the problem was found by pulling out the extracorporeal flush. The correct settings were selected on the catheter. The temperature did not reach the cut-off value. The ablation mode was qmode+ and the thresholds were 50, 90w. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. No char, thrombus, or clot residues were observed during the visual inspection. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Afterwards, a microscopic inspection of the dome was performed and some irrigation holes were observed occluded with a dry reddish material. A sem test was performed to identify the foreign material inside the irrigation hole. It was identified that the occlusion is composed of organic material, presumably blood, and inorganic material. Due to this condition, further investigation was conducted with the manufacturing team to implement action to solve this failure mode. The investigation concluded that the presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device number lot 31527795l and no internal actions related to the complaint were found during the review. The high temperature issue reported by the customer could be related to the irrigation issue; therefore; both issues reported by the customer were confirmed. The potential cause of the occlusion is traced to the manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf (radiofrequency) application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being implemented to address manufacturing opportunities related to the occlusion issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).